Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the defibrillator conductor was fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation had cosmetic environmental stress cracking, the inner tubing was torn, the exposed defibrillator coil had a white substance, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular (rv) lead had varying and very high threshold therefore the rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.